Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-01862 and # 3005099803-2016-01861 for the other associated device information. It was reported to boston scientific corporation on june 16, 2016 that two ultraflex tracheobronchial stents were to be used to treat a stricture in the right main bronchus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician started deploying the first stent (manufacturer report # 3005099803-2016-01862) when the catheter bowed and the stent suture broke. The partially deployed stent was removed from the patient. Another ultraflex tracheobronchial stent (manufacturer report # 3005099803-2016-01861) was used; however the same issue occurred with the second stent. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.